Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor to the ilet, with no glucose readings displayed after re-entering the pairing code and waiting the recommended period. Outcomes included continued absence of cgm readings on the ilet, with no reported clinical symptoms or need for medical intervention. Investigation included multiple troubleshooting interactions, during which the user was advised to re-enter the sensor code and allow additional time for pairing to complete. When pairing did not establish after extended waiting, the user elected to apply a new dexcom g7 sensor. Investigation of this case did not identify a malfunction of the ilet device and indicated that the event was consistent with cgm sensor pairing failure that resolved through sensor replacement rather than a pump or system failure.